Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence with multiple cartridges. Additionally, a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. The customer's blood glucose level was 214 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.